Event description:
It was reported that the programmer's stylus did not align with the cursor on the screen and that it was unable to be calibrated to do so. It was additionally reported that this programmer was recently received back from service with a note that this issue was unable to be duplicated. During troubleshooting on the technical services call it was reported that the call-taker had the user turn off the programmer, disconnect and reconnect the stylus and then calibrate it. At the time this appeared to work, however the programmer has now been returned for service with the same issue written on the return paperwork. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus tip and cursor did not align on the screen and that calibration did not resolve the issue and therefore the bezel overlay assembly was replaced and calibrated with the stylus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.